Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: d4 (removed serial number). D10 concomitant products: max-I-I, max-I-I max inf o2 sensor i20 3-20 kg, serial # (B)(6). Max-I-I, max-I-I max inf o2 sensor i20 3-20 kg, serial # (B)(6). Max-I-I, max-I-I max inf o2 sensor i20 3-20 kg, serial # (B)(6). Max-I-I, max-I-I max inf o2 sensor i20 3-20 kg, serial # (B)(6). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the patient had skin damage (epidermis). The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the sensor is misapplied with excessive pressure for prolonged periods, a pressure injury can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during use, the patient had skin damage (epidermis).

Event description:
According to the reporter, during use, the patient had skin damage (epidermis). The sensor was placed on the patient¿s left foot and remained in place for a maximum of 6 hours. A foam support was used along with the sensor to ensure it stayed in place. The first skin alterations were observed about 3 hours after the sensor was removed. Redness accompanied by two black spots and induration were observed on the left foot area where the sensor had been applied. Periodic checks were carried out approximately every 3 hours to monitor any skin changes. The skin integrity issue persisted for a week before noticeable improvement. Treatment was administered in the form of a gel to promote skin healing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.